Event description:
Approx 1 1/2 months after the device was placed, the pt went to the ed with c/o rlq abdominal pain, diarrhea, and nausea. CT scan of the abdomen and pelvis revealed that the ivc filter migrated into the pancreas, duodenum and wall of the aorta. She also had elevated lipase levels. The filter was removed without further complications.